Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported stylet tube is leaking while inserting PICC. Incident occurred during use. While inserting PICC line, stylet tube is leaking and this situation is hard when blood comes out from stylets cap (not tight). PICC was placed to patient.